Event description:
During follow-up for a voice of the customer survey, this patient reported discontinuing peritoneal dialysis (pd) due to peritonitis. The patient stated he transitioned to hemodialysis (hd). Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with peritonitis after being hospitalized for a hypoglycemic event that occurred on 29/jul/2022. During that event, the paramedics disconnected the patient from treatment on the liberty select cycler without regard for aseptic technique. The patient was in the hospital when he complained of abdominal pain. The bowels were initially assessed as a source of the pain. The pdrn stated the patient had pd effluent cultures obtained in the hospital and was diagnosed with peritonitis. The disconnect by the paramedics is the suspected cause of the contamination resulting in peritonitis. The patient never had cloudy pd effluent prior to this event. No further information was available related to the peritonitis.